Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 1.9inr. The corresponding lab result reported was 2.8 inr. The patient's coumadin dose was changed.the device was replaced and requested to be returned for evaluation.